Event description:
Pursuant to info received from the physician, the pt was implanted with a gel on 4/7/88. Subsequently, the physician noted that the pt had developed auto-immune symptoms and pain in her right breast. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.